Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor (ccm) would not work. The roller pumps functioned worked properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. Note: the engineer could not fix this problem, and provided a backup ccm to the hosp.